Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the pericallosal artery using penumbra smart coils (smart coil), benchmark 6f 071 delivery catheter (benchmark), non-penumbra stent, and non-penumbra microcatheter. During the procedure, the physician placed a stent and multiple smart coils in the target vessel using the microcatheter. While attempting to advance another smart coil, it got stuck and would not advance or retract within its introducer sheath after making several attempts. Therefore, the smart coil was removed. The procedure was completed using additional smart coils and non-penumbra coils with the same benchmark and microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 24.0 cm from the proximal end. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device and the device may not be advanced out of the introducer sheath. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. The smart coil was then advanced through its introducer sheath and a demonstration microcatheter with resistance due to the kink on the pusher assembly. Based on the location of the kink, this kink was likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.